Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis manifested by abdominal pain. The break in aseptic technique was further described as the patient made a mistake/touch contamination. The patient was hospitalized on the same day for the peritonitis. The patient began treatment with vancomycin (q 5 days). The patient was discharged from the hospital four days later. The treatment of vancomycin was continued after discharge and the patient was recovering from the peritonitis. Dianeal and extraneal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.